Event description:
Allergic reaction; erythemic wound at treatment site; discharge at treatment site report received from a physician in 2005 regarding a patient who smokes, with no known allergies, no prior history of receiving dermal fillers, and no history of autoimmune disease, who received injections of hylaform to the glabella in 2005. On the 2nd day the patient developed an erythemic wound at the injection site. The patient reported that the wound developed a discharge and drained in the next day; this was not witnessed by the physician. In the following day and 3 days later the physician examined the patient and diagnosed an allergic reaction. The patient was treated (continuation:) with an oral medrol dose pak and topical hydrocortisone cream. The patient's outcome was not provided.